Manufacturer narrative:
(B)(4).

Event description:
Quality notification (B)(4). Review of material shows that a patient was hospitalized the day after a single implant was placed in site #31 for management of pulmonary embolisms. The implant was removed in the hospital, one week after placement. The patient has a history of ehlers-danlos syndrome. While there is not extensive information available, there is a case series published showing successful treatment with ehlers-danlos syndrome has been achieved. However, it is mentioned these treatments were provided without bone grafting. It is not clear if the bone graft mentioned in the pathology report was staged before implant placement or not. Refer to international journal of prosthodontics 2012 jan-feb; 25(1):80-2. Dental implants in patients with ehlers-danlor syndome: a case series study. Jensen jl, stouhaug, k. In this situation, based on the information provided and publication available, the implant is likely incidental to the subsequent hospitalization, but the procedure itself could have been causative or contributory to the onset of symptoms. The patient is now doing well.